Manufacturer narrative:
(B)(4). Date of initial report: 12/03/2015. Date of follow-up report: 03/15/2016. Evaluation found the pump controller pcb was faulty. The failure was isolated to integrated circuit u1 but a root cause was not identified. Review of the device history records indicated that the incident pump was released meeting all specifications.

Manufacturer narrative:
(B)(4).the incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that priming indicater went off after setting the cable to the flow tube. The pump was reset and the cable was disconnected, but the issue wasn't resolved. The procedure was cancelled. The patient had been anesthetized for the procedure. There was no patient harm.